Manufacturer narrative:
Inspected one opened/used sensor and found cannula bent and stuck to adhesive tape. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The it was reported to medtronic (B)(4) that a customer reported their sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 8 mmol/l and the sensor glucose was under 2.2 mmol/l at the time of the incident. The customer was also experiencing a calibration error. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.